Event description:
The product sample returned consisted of one palindrome 23/40 kit w/ slot catheter. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4). This defect has not been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). No additional actions are required. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer sates that there is a leak at the y-junction, the leak began on (B)(6) 2014 (minimum leak), it was increased on (B)(6) 2014. The catheter was placed in right jugular on (B)(6) 2013, the catheter was pulled and replaced on (B)(6) 2014. The catheter remained in the patient during 1 year with 2 months. No patient injury.